Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was not able to duplicate the reported issue of the pump overheating. Multiple replace battery alarms and short battery life were observed in the black box. The pump powered on normally and was exercised for 24 hours, during which time a replace battery alarm occurred. Battery was not returned with the pump for investigation. The battery compartment and cap are intact with no physical damage or evidence of moisture observed. High current draws were measured during testing. The pump cover was removed and no evidence of internal moisture ingress found. The power flex, battery connections, and internal components were tested and no defects were found. Components on the printed circuit board were found to have failed.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump stopped working on the night of (B)(6) 2012. The patient reportedly began on a back-up plan. The reporter stated that the pump felt like it was getting warm while in the pocket. When the patient disconnected the pump from the skin site, it was reportedly hot to the touch. The reporter stated the battery was replaced with two different batteries and with the first battery replacement, the pump vibrated and chirped, but the display screen remained blank. With the second replacement battery, there were reportedly no audible tones and the display screen remained blank. The reporter denied trauma to the pump or water exposure. The reporter stated that there was no corrosion in the battery compartment, the battery cap was securely tightened on the pump and lithium batteries were used in the pump. The battery cap was reportedly changed within the past 7 to 12 months. The patient denied getting burned by the pump. There are no reported adverse events associated with this complaint. This complaint is being reported because the allegation of the pump becoming hot to the touch remained unresolved.